Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per previous discussion with the customers it is (B)(6) policy not to provide patient information.

Event description:
It was reported that saline was leaking at the upper fitment. The issue was discovered when the nurse noticed a leak onto the floor and at the top of the pump module. Upon further inspection, a tiny leak was observed in the tubing. A new set was primed and there was no patient harm. The event occurred at the cancer center.

Event description:
It was reported that saline was leaking at the upper fitment. The issue was discovered when the nurse noticed a leak onto the floor and at the top of the pump module. Upon further inspection, a tiny leak was observed in the tubing. A new set was primed and there was no patient harm. The event occurred at the cancer center.

Manufacturer narrative:
The customer's report that saline was leaking at the upper fitment was confirmed. The leaking was determined to be due to a tear in the silicone tubing just below the upper fitment retainer ring. Functional testing confirmed the leak. The root cause of the tear could not be definitively determined.